Manufacturer narrative:
The device was returned to aci for evaluation. Visual inspection of the returned device showed that the balloon's proximal bond was detached from the catheter and the distal balloon was fully inverted. There was damage noted to the distal tip of the advancer tube. The balloon inverted on itself is most likely a result of the shuttle being over advanced past the tamp locks and the advancer tube advanced more than two marks (consistent with the report from the site), resulting in excessive tension applied to proximal balloon bond causing a balloon detachment. It should be noted that the mynx instructions for use (IFU) deployment step includes the following statements: while lightly holding the device handle to maintain adequate tension on the balloon catheter, open procedural sheath stopcock, then detach shuttle and advance until resistance against the balloon is felt. In addition, ensuring that adequate tension is employed on the device handle to keep the balloon abutted against the arteriotomy, immediately grasp advancer tube at skin and gently advance 2 markers. The review of the lhr (lot f1001504) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported to the aci sales professional that a male patient underwent a peripheral diagnostic procedure on (B) (6) 2010. No femoral angiogram was taken. Access was obtained via a 6f sheath. Following the procedure, a physician trained to the mynx, chose the device for femoral arterial closure. The deployer was a radiology technician that the physician was training on the use of the device. It was reported that there was no verification of temporary hemostasis through the sideport of the introducer sheath. The aci sales professional reported that it appeared that the shuttle handle was over advanced well past the click. The advancer tube was then advanced more than two marks. During withdrawal of the mynx, the balloon would not deflate. The syringe plunger was repeatedly pulled back in an attempt to deflate the balloon, with no success. The physician performed a surgical cut down to manually deflate the balloon with either a cauterizing instrument or other sharp instrument. The sealant was completely extravascular and was removed. The physician admitted to the aci sales professional that it was deployer error and not a device malfunction. The balloon appeared flattened like a disk. The patient was sutured and is reported to be in good condition. He was discharged same day with no further clinical sequela.